Event description:
It was reported that the blockers of right side of l4 and l5 were loosened. So, the rod came off. According to the patient and surgeon, the patient did a farm work after the primary surgery. The blockers and the rod were replaced with new implants.

Manufacturer narrative:
Additional information has been requested and if made available, will be reported in a supplemental. Method, result, and conclusion will be made available following engineering evaluation.